Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that worn instrument was returned and found to be fractured. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned tasp exhibit signs of repeated use and is fractured on the medial side of the post. Not all pieces were returned. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause is considered to be a previously addressed design issue. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device.

Event description:
No further event information available at the time of this report.